Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was missing from their pump home screen. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.